Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to a leak during use and mitraclip opening while locked. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation (mr). Following the first grasp with clip delivery system (cds0601-xtr 80515u119), the grippers were being raised to release the grasp when saline was observed coming out of the gripper lever cap. The cap was either not on in a stable position or needed to be re-tightened. The cap was placed back on and there was no more leaking observed. At this point, gripper line slack was observed. The same device grasped the leaflets and final arm angle (faa) was being performed. The clip, however, would open while locked and failed faa. The lock lever was advanced but the clip would open. This occurred a few times before the clip successfully established faa. This same mitraclip was implanted at the intended location and was stable and well seated on the leaflets. The mr had been reduced to grade 2. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). All available information was investigated and due to the returned condition of the device (clip deployed and not returned, gripper lever totally disassembled), the reported mechanical issue ((clip open-establishing final arm angle (efaa)), gripper lever leak and unstable gripper lever cap could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - efaa) could not be determined in this incident. Moreover, a definitive cause for the reported unstable (gripper lever) in this incident cannot be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.